Manufacturer narrative:
Results: bd received samples provided by the customer facility for investigation. One hundred (100) syringes were received in sealed poly bags with the shelf carton from lot # 7128811. The samples were evaluated and the customer's indicated failure mode for exposed needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is indeterminate.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ ultra-fine ii¿ (short) self-contained insulin syringe when a box of syringes were received there was a needle sticking out from one of the packages. There was no report of injury or medical intervention.